Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and no delivery alarm. The customer¿s blood glucose level was unknown. The customer that they had received a motor error alarm and a motor position encoder error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error, basic occlusion, occlusion test, prime and excessive no delivery test. Motor passed motor test. No motor error alarm and no delivery or occlusion alarm. Unable to confirm motor position encoder error alarm due to erased history file. (B)(4).